Event description:
It was reported that a flush port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. During preparation, it was reported that the luer port detached from the handle of the farawave catheter. A fluid leak was also reported with the leak coming from the luer port. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a flush port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. During preparation, it was reported that the luer port detached from the handle of the farawave catheter. A fluid leak was also reported with the leak coming from the luer port. The catheter was replaced, and the procedure was completed without patient complications. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be detached from the luer, and the strain relief/luer was not returned with the device for analysis. Microscopic analysis of the catheter was performed, and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.